Event description:
It was reported that the hospital received an avenir trial neck trunnion connect. Std in a brand new set and the pouch was open, but the trial neck was not in the pouch. It appeared as though the bag did not seal all the way during the sealing process.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).